Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, the device was difficult to load. While suturing the gas trojejunostomy, the needle fell out of the device. It did not disengage into the cavity of the patient. To resolve the product problem, another suturing device was used. No patient injury or extension in surgical time. Patient status is fine.